Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation the iol got stuck while exiting the system, which led to damage to the optics and made it impossible to implant the iol. No patient involvement. Additional information has been requested.